Event description:
Reported an incident of the patient line of the homechoice set not filling with solution during prime. Reportedly, the customer was able to successfully prime other homechoice sets with the same homechoice machine following the incident. No patient injury or medical intervention was reported.